Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 warranty meter displayed an inaccurately low result compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter was reading inaccurately around noon on (B)(6) 2016, when she obtained a reportedly low blood glucose result of "7.3 mmol/l" compared to "9.3 mmol/l" on a bayer contour meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results meets lfs' accuracy criteria. The patient manages her diabetes with various oral medications (metformin, gliclazide and onglyza). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that 1 hour after the alleged issue started, she developed symptoms of "tired and thirsty". She denied receiving any treatment for her symptoms. During troubleshooting, the csr established that the patient's meter was set to the correct unit of measure and she had used an approved sample site to obtain the blood samples. However, the csr also noted that the patient's test strips had been stored incorrectly outside their vial. Training on the correct storage of test strips was provided by the csr. The patient's products were requested back for investigation and replacement products were sent to the patient this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia, after the alleged meter issue began.